Manufacturer narrative:
This report is submitted on december 20, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to unknown reason. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 13, 2023.